Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00 x 24 synergy¿ drug eluting stent was selected to treat the lesion. When the physician tried to insert the device into the wire, it was noted that the mid part of the stent got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.